Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged frequently and had been nonfunctional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg had to be charged frequently and had been nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned.